Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to pain, local tissue reaction, osteolysis and pseudotumor. Cup, head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). 11-103205 ¿ taperloc stem ¿ 168090. 139256 ¿ m2a magnum taper - 930040. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was not returned by the attorney. The investigation is in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01830.

Manufacturer narrative:
Component code: mechanical (g04) - head review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: adverse local tissue reaction to left mega-head metal-on-metal. Large pseudotumor anterioraly; drained pre-operatively 450ml and culture was negative. Abundant amount of brown fluid encountered. Bone reabsorption around acetabular component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.